Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history record review revealed no issues that could have caused or contributed to the reported issue. The reported issue of an unknown system error was identified in the event history log as a system error 322 alarm. The system error 322 alarm was not reproduced during evaluation. The device was found out of specification. The cause was determined to be an old software version (B)(4). The software was updated to (B)(4) to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unknown system error alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.